Event description:
It was reported that four ems were used during a hernia repair. It was reported by the affiliate that lot number l4aa40, the staples stopped coming out of stapler in three ems in a row (two were discarded and one is being returned for analysis). Ems lot number hg5123, the blister package was cracked so the device was not used. The surgery was extended 30 minutes, as they waited on sales rep to go home and obtain an instrument from his samples (none left at the hosp).